Event description:
Device was being utilized on a pt to treat a g.I. Bleeder in the inferior mesenteric artery. Upon introduction of an exchange wire guide, the tip of the catheter separated. The tip remained in the pt. The physician felt the tip did not present any danger to the pt and no attempt to retrieve the separated segment was made.